Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile. Device evaluation indicated that the leads passed mechanical tests performed. Sc-2352-50, sn (B)(4): visual (microscope) and x-ray inspection of the leads revealed that all of the cables were completely broken at the bent/kinked location of the leads. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Visual inspection revealed that the leads were cleanly cut approximately 28.10 cm and 27.60 cm from the distal end, respectively. This is a result of a typical explant procedure and is not considered a failure.

Event description:
A report was received that the patient was experiencing inadequate stimulation and the patient¿s leads were showing high impedances. The patient underwent an explant procedure. During device analysis, it was found out that the leads were broken.